Manufacturer narrative:
This report will be updated upon return and completion from analysis.

Event description:
Boston scientific received information that this atrial lead was positioned in the appendix. The helix was extended, but high thresholds were observed. The physician retracted the helix and repositioned the lead, but then was unable to extend the helix despite 25 turns. The lead was removed from the patient and will be returned. No adverse patient effects were reported.